Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: 2 open and 14 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,940 units. There are no units in stock in b. Braun surgical's warehouse. We have received two open and unused samples. One of them has the needle detached from the thread and the thread still wound on the pack and the other one has the needle connected to the thread. We have also received 14 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.63 kgf in average and 1.01 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received of this code batch and that all closed units fulfilled specifications, we consider that this is an isolated and accidental unit. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported needle detachment. The reporter indicated that upon opening the packaging the needle was not attached. Th event occurred before use on the patient.